Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, it was difficult to loosen the atrial setscrew. The pulse generator was explanted and replaced. The patient was fine post procedure.